Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery for distal radius fracture on (B)(6) 2017. When the surgeon tried to drill the bone by using the drill bit in question, the tip of the drill bit broke. The broken piece of the drill bit was outside the patient¿s body. X-ray images were taken later to confirm nothing remained in the patient. Surgery was done safely and completed successfully. The surgeon commented that it was a technical error. No delay in surgery or adverse consequence to the patient was reported. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for complaint (B)(4).